Event description:
The clinic reported that a laser vision correction patient presented with trace noncystic epithelial ingrowth and fiber in the left eye. A flap lift and rinse was performed a week after the surgery. Account reported there was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
Within the initial MDR, incorrectly stated that the flap lift and rinse was performed a week after the surgery. It was reported that one week post flap lift, a patient experienced trace noncystic epithelial ingrowth and fiber in the left eye. Another flap lift and rinse was performed for the removal of epithelial cells and fiber; date was not provided. There was no loss of best corrected visual acuity (bcva). Placeholder.

Manufacturer narrative:
(Epithelial ingrowth, fiber). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.